Event description:
It was reported that during a gastric bypass procedure, three devices were used and there were different issues with each device. The first device was fired five times and upon replacement of the sixth cartridge, the scrub nurse was unable to reload the device and she thought the knife blade might still be advanced in the device. The second device was loaded and fired successfully once but upon reloading with the second cartridge the device would not fire. This was not checked with another cartridge. A third and final device was loaded and fired twice successfully. The device could not be reloaded on the third occasion in a similar way to the first device. Unfortunately, the devices were all bagged up together so it is not possible to indicate which device belongs to which incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The cartridge was loaded and removed without any difficulties during testing. The knife reverse worked properly during testing. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.